Event description:
Healthcare professional reported implant rotation, capsular contracture and pain. Device has been explanted. This relates to the right side

Manufacturer narrative:
Cont. E.1: phone (B)(6). The event of "capsular contracture, baker grade 4" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade 4.